Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the left ventricular lead exhibited high impedance. Programming changes were performed. The patient was in stable condition.